Event description:
It was reported that the pump battery would not charge despite the customer trying different wall outlets and charging cables. There was no adverse impact to the customer¿s blood glucose level, remaining within normal range. The customer planned to use multiple daily injections as a backup therapy, and tandem technical support decided to replace the pump. Instructions were given for returning the malfunctioning pump, and the customer understood the process.